Event description:
It was reported that externalized conductors were observed on the lead in the rib, clavicle area. No electrical anomalies were noted. Lead remains implanted. The patient condition is stable.